Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a user was unable to log in, and the system displayed an "unable to authenticate" error. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that one user was unable to log in to the med station, but others were able to dispense medications without any issues. The customer confirmed that it was not contacted. Further the tss advised customer to contact information technology (it) support for further assistance. The system functioned as intended after the technical support specialist investigated the issue.